Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult deployment and gripper line removal, and the leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds 80731u147) was advanced to the mitral valve and the clip was placed at a2/p2. The deployment sequence was started; however, the clip did not release from the cds and tension was noted with the gripper line. Troubleshooting maneuvers were performed for approximately 10 minutes. The clip was repositioned and grasping was performed again. There was good leaflet insertion, and the gripper line was flossed without issue. The clip was deployed successfully. The gripper line was left in place and the cds was removed. After cds removal, the gripper line was removed without issue. A perforation was noted on the anterior leaflet; therefore, a second clip was implanted to treat the perforation and reduce mr to 1+. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter shaft and the clip was not returned. Additionally, the reported difficulty to remove the gripper line was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. It additionally, a definitive cause for the reported difficulty to remove the gripper line in this incident could not be determined. The reported tissue damage appears to be due to the procedural circumstances. The reported patient effect of mitral valve injury (tissue damage) is listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.